Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
As per the sales rep via voicemail, the chamber to the fms duo pump kept overflowing. They were able to complete the case with another like device. This did not cause a surgical delay and there was no patient harm. This is all the information the sales rep has at this time.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. Per service manual operational and diagnostic analysis does not confirm the reported issue (kept overflowing). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. Removed broken screws from stand-offs on sub'd connector and added keyboard mask. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. The broken screws are most likely a result of user mishandling. This serialized device (serial: (B)(6) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).